Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had grinding noise while priming and priming tie was slowing down. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had random no delivery alarms, battery last less than seven and diminished back light. The insulin pump will not be returned for analysis.